Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 3 months, 21 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented to the emergency department on (B)(6) 2018 with rectal bleeding. The patient had markers place on prostate 2 days before and had been having bright red blood with bowel movements. ¿a couple of cups¿ of blood every 20 to 30 minutes. The lvad alarmed on (B)(6) 2018 and was associated with lightheadedness, cold sweats and shakiness. The patient was admitted to the hospital and 2 units of fresh frozen plasma (ffp) were initiated, then began a massive transfusion protocol and had arterial line and central line placed. Five units of packed red blood cells, 4 units of ffp and 1 unit of platelets administered in total. A computed tomography angiography demonstrated rectal bleeding directly in the close vicinity of the markers placed in the prostate. A rectal tube was placed. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.